Manufacturer narrative:
One used device was returned for investigation. A visual inspection of the device confirmed that blood was present on the soft foam tip of the temperature sensor. The returned device was compared with a device pulled from inventory and there were no differences noted between the two samples; there were no issues found with the returned sample. The reported issue could not be confirmed to be device caused.

Event description:
A report was received stating that the device was in use and that there was bleeding reported within the ear canal. No incident related medical sequela was reported.